Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose level was less than 70 mg/dl. And current blood glucose level was 40mg/dl. The customer experienced symptom such as unconsciousness. The customer was treated with glucagon syringe. The insulin pump will be returned for analysis.